Event description:
The customer reported high blood glucose levels for the past few days. The customer's blood glucose reading at the time of the call was 232 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test. The customer stated that he has an upgraded insulin pump that the has not started using yet. Advised the customer to discontinue using the current insulin pump due to the failed high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have cause or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.